Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge, resumed insulin, and requested a replacement infusion set, which was to be sent with an order for efficiency. No further assistance was necessary, and the case was closed.